Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 04/22/2024, it was reported that the patient experienced inaccurate cgm value. At 8:33 am, the cgm reading was 224 mg/dl. After 1 to 2 hours, the cgm reading sharply dropped to 40 mg/dl and the patient experienced a hypoglycemic state and lost consciousness, the patient fell and bruised her arm and face. No treatment provided at home. During this time, the patient´s family was unable to any bg reading and immediately took her to hospital. The patient was taken to the ER by the reporter around 5:00 pm. At the ER, the cgm reading was 400 mg/dl and the bg reading was 160 mg/dl. The patient was treated with omeprazole, lantus (normal daily medications) and was provided glucose supplement when necessary to alleviate symptoms of hypoglycemia. The patient stayed in the hospital for 2 and a half days. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.